Event description:
It has been reported to co that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician placed a stent into the vessel and removed the stent delivery system and noticed on the fluoroscope that the occlusion balloon had deflated. The physician inserted the aspiration catheter and aspirated debris from the area. The physician removed the device and replaced it with another to complete the case. The pt is reported to be fine.